Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The device was removed and replaced. No further information was reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The device was removed and replaced. No further information was reported.

Manufacturer narrative:
Investigation summary: based on the information available, the reported urinary incontinence was likely caused by the balloon pressure anomaly identified via analysis. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The cuff, balloon and pump were visually and microscopically inspected, and leak tested; the balloon was also functionally tested. A leak in the cuff, consistent with explant damage was found. The balloon did not pass functional testing, since its pressure was higher than specification. The pump passed all testing. The anomaly found with the balloon pressure could affect the functionality of the device and likely cause or contributed to the clinical observation. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The IFU lists incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause not established was assigned to the cuff investigation and an overall evaluation conclusion code of cause traced to component failure was assigned to the balloon investigation.